Manufacturer narrative:
The event was escalated for formal investigation consideration and it was concluded that based on the risk analysis, no formal investigation is required. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received a report regarding an endotracheal tube. The customer reported that during the pre-test, the cuff would not deflate completely. There was no patient involvement.

Event description:
Medtronic received a report regarding an endotracheal tube. The customer reported that during the pre-test, the cuff would not deflate completely. There was no patient involvement.

Manufacturer narrative:
The sample was received for analysis and the reported issue was confirmed. A inflation/deflation test was performed and it was observed the cuff deflated after seconds. A visual inspection was performed and it was observed the distal end of the tube had an open lumen. The device history record (DHR) was reviewed and no discrepancies related to the failure mode were found. An investigation has been initiated at the manufacturing facility, but has not yet provided evaluation conclusions. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received a report regarding an endotracheal tube. The customer reported that during the pre-test, the cuff would not deflate completely. There was no patient involvement.